Event description:
It was reported that this right atrial (ra) lead was surgically capped due to product performance issue. Subsequently, a new right atrial (ra) lead was implanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).